Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips the instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm maryland bipolar forceps instrument.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps instrument had a spark. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that there were no errors and had the customer verify if there was no damage to the instrument. The tse explained the possible reasons why the sparks occurred and advised the customer to clean the instrument jaws and test the instrument again. Furthermore, the tse informed that they could return the instrument. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the serial number on the instrument was (B)(6). Since, the instrument had no abnormalities, the site has decided to keep the instrument. There was no damage to the instrument. Cadiere forceps and fenestrated bipolar forceps were the instruments in use when the arcing event occurred. There was no unexpected tissue effect due to the arcing event. There was no injury to the patient. No fragments fell inside of the patient¿s anatomy. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.